Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization in (B)(6) 2015 due to pneumonia, which resulted in diabetic ketoacidosis. The customer stated the hospitalization was not due to the insulin pump. The customer's blood glucose level was 130 mg/dl. No further details were provided.